Event description:
One pt sample with discrepant phosphorus results. Initial result 16.2 mg/dl, repeat 3.5 mg/dl. Erroneous result was not reported. The field service rep determined there was a problem with the reagent probe alignment and the cell rinse mechanism. The reagent probes were aligned and maintenance and checks were performed on the cell rinse mechanism. Performance tests were performed which were within spec.